Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 17-jun-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent contraception. In (B)(6) 2012, the plaintiff underwent an hsg test (hysterosalpingogram) that confirmed full occlusion. In (B)(6) 2012, she began to experience fatigue, headaches, hair loss and an occasional metallic taste in her mouth. In (B)(6) 2014, plaintiff was tested positive for pregnancy on a home pregnancy test which was confirmed by doctor using ultrasound. The doctor expressed his confusion at plaintiff's pregnancy stating that there was no way that she should have become pregnant and he did not know how it happened. She had her pregnancy terminated on or (B)(6) 2014 due to the potential risk of birth defects. In (B)(6) 2014, she began experiencing the following symptoms, including but not limited to: severe, abnormal menstruation pain; abnormal, heavy bleeding; severe pelvic cramping/pain; joint pain in her back and shoulder; bloating; spotting/irregular menstrual cycles; vaginal discharge; and dyspareunia. In (B)(6) 2014, plaintiff was again tested positive for pregnancy which she had terminated on (B)(6)2015 due to the potential risk of birth defects (case# (B)(4)). In (B)(6) 2015, the plaintiff presented to a doctor regarding her symptoms. An ultrasound revealed that one of the essure devices had migrated and perforated her uterus. She was diagnosed with post-essure pain syndrome and was recommended to remove the coils to alleviate her symptoms. On (B)(6) 2015, plaintiff underwent a bilateral salpingectomy with removal of the essure implants bilaterally for post-essure pain syndrome. The procedure was very complicated and a specialist had to be called in to assist with the removal due to one essure device that had migrated out of the fallopian tube and was tangled and fractured. After the procedure, the doctor advised the plaintiff that he was unsure if he had removed all of the essure coil pieces and that there were loose pet fibers from essure that he had been unable to remove. Due to all of the essure complications, plaintiff has had to miss work at various times from 2012-2015. After removal of the essure devices, the following symptoms resolved: severe, abnormal menstruation pain; abnormal, heavy bleeding; severe pelvic cramping/pain; bloating; spotting/irregular menstrual cycles; and dyspareunia. Quality-safety evaluation of product technical complaint (ptc) received on 12-jul-2016 refers to this current case and to the breakage reported in case (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage (case (B)(4)) and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and more than a year later she had two pregnancies (second pregnancy: case (B)(4)). After the second one, an ultrasound showed that one essure had migrated and perforated her uterus. Three years after essure procedure, she underwent a bilateral salpingectomy with removal of the essure implants bilaterally for post-essure pain syndrome. She had a complicated procedure because essure device out of the fallopian tube and was tangled and fractured. After the procedure, that there were loose pet fibers from essure that he had been unable to remove. Only device breakage is unlisted in the reference safety information for essure. However, it is anticipated event according to technical analysis. Considering that essure may cause abnormal genital bleeding, a causal relationship cannot be excluded. Although the exact mechanism and onset date of perforation is not known, given its nature it is assessed as related to essure. Unintended pregnancies may occur under essure. In this case, one essure migrated and perforated the uterus. Although, the essure coils were not in place, it is not clear when exactly the migration/perforation occurred and therefore it is not possible to exclude a causal relationship with essure (device ineffective) since the pregnancy occurred almost 2 years after essure insertion. In this case, it is not clear if essure was already broken at the time of removal or if it broke during difficult removal. However, given the nature of device breakages it is assessed as related to essure. This case is regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process..

Manufacturer narrative:
After internal review, the information received on 12-jul-2016 was amended. The breakage discussed in ptc analysis refers to this current case, not to case (B)(4). Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and more than a year later she had two pregnancies (second pregnancy: (B)(4)). After the second one, an ultrasound showed that one essure had migrated and perforated her uterus. Three years after essure procedure, she underwent a bilateral salpingectomy with removal of the essure implants bilaterally for post-essure pain syndrome. She had a complicated procedure because essure device out of the fallopian tube and was tangled and fractured. After the procedure, that there were loose pet fibers from essure that he had been unable to remove. Only device breakage is unlisted in the reference safety information for essure. However, it is anticipated event according to technical analysis. Considering that essure may cause abnormal genital bleeding, a causal relationship cannot be excluded. Although the exact mechanism and onset date of perforation is not known, given its nature it is assessed as related to essure. Unintended pregnancies may occur under essure. In this case, one essure migrated and perforated the uterus. Although, the essure coils were not in place, it is not clear when exactly the migration/perforation occurred and therefore it is not possible to exclude a causal relationship with essure (device ineffective) since the pregnancy occurred almost 2 years after essure insertion. In this case, it is not clear if essure was already broken at the time of removal or if it broke during difficult removal. However, given the nature of device breakages it is assessed as related to essure. This case is regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure devices had migrated and perforated her uterus/essure moved into uterus/perforation (fallopian tube(s)"), device breakage ("one essure device was tangled and fractured"), pregnancy with contraceptive device ("tested positive for pregnancy/pregnancy (termination)") and genital haemorrhage ("abnormal heavy bleeding") in a 38-year-old female patient (gravida 3, para 1) who had essure (batch no. 090312,927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "one essure device was tangled and fractured". The patient's past medical history included gravida ii, live birth in 2005, hypothyroidism and thyroidectomy in 2004. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss") and dysgeusia ("occasional metallic taste in her mouth"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding(vaginal, menorrhagia)"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vision blurred ("dry and blurry eyes"), hyperhidrosis ("sweating,"), mood altered ("mood changes") and dry eye ("dry and blurry eyes"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), pelvic pain ("severe pelvic cramping / severe pelvic pain/pain"), arthralgia ("joint pain in her back / joint pain in her shoulder"), abdominal distension ("bloating") and menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2015, the patient experienced the first episode of complication of device removal ("unsure if had removed all of the essure coil pieces") and the second episode of complication of device removal ("there were loose pet fibers from the essure device that he had been unable to remove"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and bunion operation ("bunionectomy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, headache, dysgeusia, arthralgia, the last episode of complication of device removal, menorrhagia, female sexual dysfunction and bunion operation outcome was unknown and the genital haemorrhage, fatigue, alopecia, dysmenorrhoea, pelvic pain, abdominal distension, menstruation irregular, vaginal discharge, dyspareunia, vaginal haemorrhage, hormone level abnormal, vision blurred, hyperhidrosis, mood altered and dry eye had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, alopecia, arthralgia, bunion operation, device breakage, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hyperhidrosis, menorrhagia, menstruation irregular, mood altered, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of complication of device removal and the second episode of complication of device removal to be related to essure. Lot number: 927076 manufacture date: 2011-12 expiration date: 2014-12 090312 was also reported but this is not a valid essure batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: pfs received : event "dry eyes" and "bunionectomy" added. Events hormonal changes, vaginal discharge , dry and blurry eyes, fatigue and hair loss outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure devices had migrated and perforated her uterus/essure moved into uterus/perforation (fallopian tube(s)"), pregnancy with contraceptive device ("tested positive for pregnancy/pregnancy (termination)") and genital haemorrhage ("abnormal heavy bleeding") in a 38-year-old female patient (gravida 3, para 1) who had essure (batch no. 090312) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there were loose pet fibers from the essure device that he had been unable to remove" on (B)(6)2015, device physical property issue "one essure device was tangled and fractured" and device ineffective "device ineffective". The patient's past medical history included gravida ii, live birth in 2005, hypothyroidism and thyroidectomy in 2004. On (B)(6)2012 , the patient had essure inserted. In september 2012, the patient experienced fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss") and dysgeusia ("occasional metallic taste in her mouth"). In april 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2014, 2 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding(vaginal, menorrhagia)"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vision blurred ("dry and blurry eyes"). In september 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), pelvic pain ("severe pelvic cramping / severe pelvic pain/pain"), arthralgia ("joint pain in her back / joint pain in her shoulder"), abdominal distension ("bloating") and menstruation irregular ("irregular menstrual cycles"). On (B)(6)2015, the patient experienced complication of device removal ("unsure if had removed all of the essure coil pieces"). On an unknown date, the patient experienced device breakage ("one essure device was tangled and fractured"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, fatigue, headache, alopecia, dysgeusia, arthralgia, vaginal discharge, complication of device removal, hormone level abnormal, menorrhagia, female sexual dysfunction and vision blurred outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal distension, menstruation irregular, dyspareunia and vaginal haemorrhage had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, alopecia, arthralgia, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstruation irregular, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on(B)(6)2018: new events added- hormonal changes, abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse) and dry and blurry eyes. Historical conditions and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure devices had migrated and perforated her uterus/essure moved into uterus/perforation (fallopian tube(s)"), device breakage ("one essure device was tangled and fractured"), pregnancy with contraceptive device ("tested positive for pregnancy/pregnancy (termination)") and genital haemorrhage ("abnormal heavy bleeding") in a 38-year-old female patient (gravida 3, para 1) who had essure (batch no. 090312,927076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there were loose pet fibers from the essure device that he had been unable to remove" on 17-jun-2015, device physical property issue "one essure device was tangled and fractured" and device ineffective "device ineffective". The patient's past medical history included gravida ii, live birth in 2005, hypothyroidism and thyroidectomy in 2004. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss") and dysgeusia ("occasional metallic taste in her mouth"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding(vaginal, menorrhagia)"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vision blurred ("dry and blurry eyes"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), pelvic pain ("severe pelvic cramping / severe pelvic pain/pain"), arthralgia ("joint pain in her back / joint pain in her shoulder"), abdominal distension ("bloating") and menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2015, the patient experienced complication of device removal ("unsure if had removed all of the essure coil pieces"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating,") and mood altered ("mood changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, fatigue, headache, alopecia, dysgeusia, arthralgia, vaginal discharge, complication of device removal, hormone level abnormal, menorrhagia, female sexual dysfunction and vision blurred outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal distension, menstruation irregular, dyspareunia, vaginal haemorrhage, hyperhidrosis and mood altered had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, alopecia, arthralgia, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hyperhidrosis, menorrhagia, menstruation irregular, mood altered, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Lot number: 927076 manufacture date: 2011-12 expiration date: 2014-12 090312 was also reported but this is not a valid essure batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure devices had migrated and perforated her uterus/essure moved into uterus/perforation (fallopian tube(s)"), device breakage ("one essure device was tangled and fractured"), pregnancy with contraceptive device ("tested positive for pregnancy/pregnancy (termination)") and genital haemorrhage ("abnormal heavy bleeding") in a 38-year-old female patient (gravida 3, para 1) who had essure (batch no. 090312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "there were loose pet fibers from the essure device that he had been unable to remove" on (B)(6) 2015, device physical property issue "one essure device was tangled and fractured" and device ineffective "device ineffective". The patient's past medical history included gravida ii, live birth in 2005, hypothyroidism and thyroidectomy in 2004. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"), headache ("headaches"), alopecia ("hair loss") and dysgeusia ("occasional metallic taste in her mouth"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("spotting/abnormal bleeding(vaginal, menorrhagia)"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vision blurred ("dry and blurry eyes"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), pelvic pain ("severe pelvic cramping / severe pelvic pain/pain"), arthralgia ("joint pain in her back / joint pain in her shoulder"), abdominal distension ("bloating") and menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2015, the patient experienced complication of device removal ("unsure if had removed all of the essure coil pieces"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating,") and mood altered ("mood changes"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, fatigue, headache, alopecia, dysgeusia, arthralgia, vaginal discharge, complication of device removal, hormone level abnormal, menorrhagia, female sexual dysfunction and vision blurred outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal distension, menstruation irregular, dyspareunia, vaginal haemorrhage, hyperhidrosis and mood altered had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, alopecia, arthralgia, complication of device removal, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hyperhidrosis, menorrhagia, menstruation irregular, mood altered, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: sweating, mood changes.event outcome sweating, mood changes updated to recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.